Event description:
My husband went in for an MRI of both shoulders and his spine at (B)(6) medical center located at (B)(6) on (B)(6) 2011. My husband was completely pain-free prior to his MRI. He was given general anesthesia due to his claustrophobia. I was told the procedure would take two hours but wound up being four hours long with two hours of recovery. When my husband came out of the four hour MRI, he was thrashing in pain from his elbow region which had several ice packs placed. Just above his right elbow had a "heart" shaped ring of pink, almost red lining (like a burn) about the size of a baseball with a bruise in the center of it. He had no feeling to his pinkie and ring finger. His upper and lower arm and elbow began to swell and the bruising was deepening. When I entered the recovery room, he was crying in pain and claimed he had "been dropped or something." When I asked the hospital what had happened, they claimed "nothing happened to him." Clearly something had happened during his MRI because he was not complaining of elbow pain when I left him going into his procedure. The hospital acted as if nothing was wrong and ignored my requests for further treatment or to talk to the hospital administrator. I forced them to do x-rays to make sure the elbow, forearm and wrist were not fractured. The hospital is claiming his injury was from a bone spur directly located on his elbow. The injury was not located on his elbow but slightly off to the side. Seven days after the injury, the swelling subsided slightly and it began to blister like second degree burn around the outside close to the "heart" outline. The neurosurgeon and the emergency room doctor's we went to see have never seen anything like it. I am concerned the hospital is not reporting this injury since they are not taking responsibility. Please look into our case, we are mortified.